Manufacturer narrative:
H10: the bme reported the device was sent to be repaired offsite by a third-party vendor. The touch screen was replaced. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from customer biomed reporting the touch screen was not responding on the v60 ventilator. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the reported issue. The touchscreen passed calibration but remained unresponsive in the top grid / silence alarm area of the screen. The rse advised touch screen replacement and provided part details for the customer order. The investigation is ongoing.